Event description:
Facility alleges spontaneous disconnection of blood linduring reuse. Chief tech reports arterial line blow off during treatment. Estimated ed blood loss 400 cc. No patient injury orted.